Manufacturer narrative:
(B)(4). Physio-control is anticipating the device return for eval and continues to investigate the reported event. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
As the customer powered on the device to monitor a pt, it was reported that the screen went blank and it locked up. The user removed the installed batteries to turn the device off. The batteries were reinstalled and the device powered on normally thereafter without any further issues for the rest of the event. The device use had no adverse effects.